Manufacturer narrative:
The customer recalibrated the assay three times with unsuccessful results. The customer was advised to disable the sodium test on the instrument. The field service engineer (fse) noted that the fluid from the ise probe was not filling the ceramic bath correctly. He resolved this by cleaning the ise ceramic bath. The customer performed calibrations and qcs with acceptable results. After service, no further issues were reported by the customer. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium results for 1 patient sample tested on a cobas 6000 c (501) module. The initial result was not reported outside of the laboratory because the reporter deemed it was erroneous. The sample was sent for rerun at another laboratory using a non-roche method ("possibly beckman"). The initial result was 125mmol/l with a repeat of 119mmol/l. The repeat result from the other laboratory was 136 mmol/l. The sodium electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The calibration trace, qc data, calibration monitor for ion-selective electrode (ise) and alarm trace were requested but not provided. The investigation determined the service actions resolved the issue.